Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels with diabetic ketoacidosis (dka). Patient¿s blood glucose reached 1000 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (abdomen). Symptoms reported include dehydration. Patient had traces of ketones. Patient's treatment included 6 units of insulin via intravenous every hour and drank orange juice and (B)(6) for the dehydration. The patient does not have the flu but might think patient is having a virus because patient has been throwing up. Patient bolused before going to the hospital. Pod was removed at the hospital so device is not available for return.